Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the monitor should generate red spo2 desat alarm from the unit. The device was in use at time of event, there was no adverse event reported.

Event description:
The customer reported that the monitor should generate red spo2 desat alarm from the unit. The device was in use at time of event, there was no adverse event reported. This report is based on information provided by philips remote clinical technical support personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the intellivue mp5 indicating that if event included patient the monitor generated a yellow alarm when the patient condition met a low spo2 level. The clinical user expected a red alarm to be generated. The device was confirmed to be operating per specifications and no failure was identified